Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h2, h3, h6, and h11 complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The user is mynx certified. A non cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. A non-sterile ¿mynx control vcd, 5f (ce mark)¿ was returned inside of clear plastic bag for investigation. After the unpacking the unit was thoroughly inspected observing that the button #1 is fully depressed and button #2 is not depressed. The syringe was returned not attached to the device. The procedure sheath was not returned for analysis. The stopcock is set on the open position. The clock symbol is visible in the tension indicator window and the balloon is fully withdrawing into the tamp tube. The balloon is not inflated. The inflation lumen and the balloon are saturated with saline solution. The atraumatic tip does not present any damages or anomalies. No other outstanding details were noticed. Inflation/deflation test was performed by injecting water on the returned device according to the instructions for use (IFU). However, due to the saturation of saline solution inside the balloon and inside the inflation lumen, the inflation process was not successful. The unit was submerged into an ultrasonic machine, however, due to the high concentration was not possible to remove the saline solution. The balloon and the inflation lumen were inspected using a vision system to obtain a magnified image. The dense saline solution saturation is confirmed, and no damages were observed on the balloon. The failure reported by customer as ¿balloon~balloon loss of pressure¿ could not be confirmed as the condition of the dense saline solution prevented testing of the balloon and there were no damages noted to the balloon during microscopic analysis. The exact cause of the observed high concentration of saline solution that impede the balloon inflation could not be conclusively determined during the analysis. This may have been a contributing factor to any difficulty experienced with inflation of the balloon. Procedural factors and handling process may also have contributed to the reported issue. According to the mynx control instructions for use (IFU), which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via imaging prior to using the mynx control vcd. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, users are instructed to discard the device if the balloon does not maintain pressure. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) ruptured during the procedure. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was stored and prepared in accordance with the instructions for use (IFU). The user is mynx certified. A non cordis 5f sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was mild vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for analysis.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.